Manufacturer narrative:
(B)(4). Upon follow up, it was reported that five days after the event onset, the patient remained hospitalized. Twelve days after the event onset, the patient died. It was unknown if the patient recovered from the peritonitis event prior to death. The cause of death was not reported nor was it reported if an autopsy was performed. It was not reported if dianeal therapy remained ongoing until the time of death or if the patient was performing therapy at the time of death. No additional information is available at this time. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was not reported. The patient was hospitalized for the event. Treatment details were not reported. Action taken with pd therapy was not reported. The patient's recovery status and outcome of the event were not reported. No additional information is available.